Manufacturer narrative:
The reported event of ¿tip of the lead spirally deformed after being screwed into the myocardium¿ was confirmed. A complete lead was returned in one piece. Visual inspection found the lead body and distal tip was bent / compressed consistent with procedural damage. The cause of the reported event was consistent with procedural damage.

Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, the right ventricular (rv) lead exhibited helix damage. The rv lead was removed and replaced. The patient was in stable condition.

Manufacturer narrative:
Correction- section h6: investigation findings should be "deformation problem", instead of "no device problem found".